Event description:
It was reported that for one and a half weeks the patient obtained blood glucose readings ranging from 400 mg/dl to 600 mg/dl. The patient tested positive for trace ketones, but experienced no other symptoms of high or low blood glucose levels. The patient corrected her blood glucose levels via the pump and injections; she did not seek any medical attention. The patient had had a tonsillectomy two weeks prior to this event. Troubleshooting revealed the pump programming, date/time, basal settings were all correct, there were no issues with the infusion set or infusion site and the total basal/bolus doses correctly matched those programmed. There is no evidence the pump was not accurately and correctly delivering insulin. The high blood glucose levels may have been caused by the patient's recent surgery, a need for pump settings adjustment or by infusion site exhaustion, and the patient was advised to seek medical advice. There is no evidence the pump was not functioning appropriately. However, as the patient obtained blood glucose levels indicating severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.